Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, left bundle branch block (lbbb) was reported with no treatment prescribed. One day post valve implant, an electrocardiogram (ECG) revealed accelerated junctional rhythm and no treatment was prescribed. Four days post valve implant, an ECG revealed first degree atrio-ventricular (av) block and subsequently a permanent pacemaker was implanted two days later. No further adverse patient effects were reported.